Event description:
It was reported that converted from a uni knee to a total knee replacement due to pain. The surgeon did not make any further intraoperative comments regarding the reason for the revision. The lot codes were illegible on the explants.

Manufacturer narrative:
Additional devices listed in this report: cat 5610-f-302, lot unknown, description: femoral. Cat 5620-b-302, lot unknown, description: baseplate. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a revision due to pain involving a triathlon pkr insert was reported. The event was not confirmed. The provided x-ray was submitted to a consulting clinician, who deemed it insufficient for a medical review. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that converted from a uni knee to a total knee replacement due to pain. The surgeon did not make any further intraoperative comments regarding the reason for the revision. The lot codes were illegible on the explants.